Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 3: it was reported that the transfer device was deformed. No patient involvement.

Manufacturer narrative:
Event 3: this report has been identified as b. Braun medical internal report number (B)(4). A total of 9 unused samples without packaging were provided for further evaluation. The samples were inspected and 1 out of the 9 samples were confirmed for damaged tips. Further investigation was performed in order to determine a root cause for the damaged tip. Demand maintenance records for the finished good lot as well as the manufactured component lots were reviewed and no records were found which would lead to a machine causing the defect. In terms of users, the defect was found during the customer's incoming inspection, and therefore no user could have caused the defect. Additionally, a review of b. Braun personnel was also performed. All procedures in placed were being followed. Batch records for the associated finished goods and components/materials were also reviewed and no non-conformances were found. This defect is not related to the environment or the measurement system. Damaged tips are most-likely caused by blunt force to the tip. The molding process uses a chute and conveyor to minimize the impact to the tip as much as possible. The assembly process uses a wider shroud during siliconization and an off-chute specifically designed to avoid tip damage to minimize the impact to the tip as much as possible. Retained units were evaluated and passed the internal testing. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. While we are able to confirm the exact root cause of the reported defect; we will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.